Event description:
Health care professional reports two cracked venous headers horizontal to the threads. One was noted during reprocessing procedure and the other was noted during pt use. Estimated blood loss of 250cc reported for each occurrence. The disposables were replaced and the treatment continued without incident. The dialyzers were reprocessed 33 and 30 times prior to noting the cracks. Hibiclens is noted to be used at this center.